Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Event description:
It was reported that the patient underwent a procedure on (B)(6) for a device implant. During the procedure, the physician noticed that there was fluid in the ipg header. The device was replaced as a result. The issue has since been resolved.